Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following a intraocular lens implant procedure 2 years ago, she had blurry vision and diplopia. She approached a specialist and they did muscle surgery on her and corrected the diplopia. However, her vision was still very blurry. She went to another surgeon who did a yag on her which helped some, but there is still a blurry area in her vision. She went to another surgeon who states that something had happened during surgery to cause this and the only way to fix it is to do an iol exchange which they will not do due to the risk of being her other eye is legally blind. She has lost her job due to her vision impairment. Additional information has been requested which states there was no patient harm and no hospitalization required.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated, the product met release criteria. Information was provided that indicated, a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The customer completed questionnaire indicated, that in the surgeon's opinion, the intraocular lens (iol) did not cause or contribute to the event. A procedure occurred post implant, which had helped patient's vision according to the file. The patient has an ocular history with the other eye. At this time, an iol exchange was deemed too risky. As last surgeon decided it will not occur, due to the risk being her other eye is legally blind. If additional information becomes available, the file will be reopened and updated. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).